Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy on the third firing of the atw35, the pt side of the staples line had no staples. The instrument was not articulated for this firing but had been articulated previously. Bipolar kleppingers were used to control the oozing. An autosuture endogia was used to complete the case. The three reloads will be returned and one cartridge not fired is in the instrument.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquriy #973601. Visual inspections & results: batch number, a k00w6r b k00; cartridge pan in place/condition, abcd yes/good; condition of drivers, abcd good; lockout tabs on pan condition, a bent bcd good and position/condition of wedge sleds, ab fired/good cd. Functional tests & results: condition of clamp first lockout, good; condtion of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "did not fire staples" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Cartridges c & d were returned with broken towers. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.